Event description:
It was reported that the patient presented during follow-up in clinic. Upon interrogation, noise was detected on the right atrial lead. The lead was explanted and replaced to resolve the issue. There was no patient consequences.

Manufacturer narrative:
The reported event of lead noise was confirmed by analysis. Final analysis found the complete lead was returned in one piece. Visual analysis found that the insulation was abraded at 15.5cm to 16.1cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.